Manufacturer narrative:
The initial reporter phone number that was provided was (B)(6). The complete initial reporter facility name (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had an alarm 113 (reduced water temperature control) error. Per review of wo on 24jul2025, there was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty chiller. The arctic sun 5000 was evaluated upon receipt. Arctic sun 5000) 113 reduced water temperature control. System water was not cooling. Chiller: not working so t4 was not cooling. Chiller assembly was replaced. Device passed functional testing and all applicable testing. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The initial reporter phone number that was provided was (B)(6). The complete initial reporter facility name is (B)(6). Corrections: d, f, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had an alarm 113 (reduced water temperature control) error. Per review of wo on 24jul2025, there was no patient involvement.